Event description:
Ceftriaxone was ordered for patient. Medication was placed on syringe pump and started infusing. When the infusion was completed and as the nurse was placing a flush, it was noticed that there was a small puddle of fluid on the ground below the syringe pump. The nurse attempted to push fluids through the medication tubing and noticed it was leaking and spraying out a small stream at the filter site.